Manufacturer narrative:
Pc-(B)(4). Only event year known: (B)(6) 2021. Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: if the device stapled, was the staple line complete? No. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Irregular. Did the device cut? Yes. If the device cut, was the cut line complete? Not complete. Were the cut line and staple lines equal? Yes. Was the device fired across a staple line? Yes. Did the reload lock out and would not work? No. Did the reload begin to staple and cut, but then jammed? The reload wasn¿t complete after cutting. Did the device staple, but there was no cut line? No. If the device cut and stapled, were there any staples missing from the staple line? No how was the procedure completed? The standard procedure was followed, but after firing the staples weren¿t intact.

Event description:
It was reported that during a low anterior resection, staple could not completed after used. Procedure was successfully completed with no delay or patient consequences.